Event description:
Patient stated that a fischer & paykel CPAP machine shocked her face. There was no physical harm. The patient was given a new machine. The faulty machine was sent back to manufacturer. Fischer & paykel was notified.